Event description:
The consumer reported immediate extraction site, time of loss in relation to prosthetic restoration, primary stability was not achieved, osseointegration was not achieved.

Manufacturer narrative:
The consumer reported immediate extraction site, time of loss in relation to prosthetic restoration, primary stability was not achieved, osseointegration was not achieved.